Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional follow up received identified the patient underwent surgical intervention on (B)(6) 2016 wherein the lead was explanted and replaced which resolved the issue. Additionally, the ipg was electively replaced with another model during the surgery.

Event description:
It was reported the patient experienced ineffective and unintended stimulation (date of event unknown). Scs system diagnostics revealed high impedances on the scs lead and the system was autoreducing. A sjm representative was unable to resolve the issue. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.